Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds on the right ventricular (rv) lead were noted. The lead was reprogrammed. Later, the lead was capped and replaced. No patient complications have been reported as a result of this event.